Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Zinc poisoning [metal poisoning]. Copper deficiency [copper deficiency]. Case description: an attorney reported that his (B)(6) female, client, used fixodent denture adhesive, version unknown cream for her dentures beginning in 2003 and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, zinc poisoning, and copper deficiency. Health care professional was visited. Treatment: continuing medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer for at least seven years. No further information was provided.